Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event description. Per sales representative, he's not familiar with any of the parts that were received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device was not received, the investigation is not in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has not been requested. Device was used for treatment, not diagnosis.

Event description:
10/23/2018: updated event description: it was reported that during an open reduction and internal fixation (orif) of right femur procedure on (B)(6) 2018, while using a radiolucent insertion handle, a proximal transverse locking screw missed the nail screw hole. This resulted in the surgeon malleting on the radiolucent insertion handle prior to insertion. It was confirmed that it was targeted prior to placing the nail in the femur. There was an unnecessary incision for the screw placement. Several attempts at placement were made during the procedure. It was reported there was a minimal surgical delay. The case was completed with the surgeon deciding not to place a screw in the discussed screw hole. Concomitant devices reported: unknown femoral recon nail (part # unknown, lot # unknown, quantity 1), unknown mallet (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices.

Event description:
The surgical delay was approximately two minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 6¿0¿. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of right femur procedure on (B)(6) 2018, while using a radiolucent insertion handle, a proximal transverse locking screw missed the nail screw hole. This resulted in the surgeon malleting on the radiolucent insertion handle prior to insertion. It was confirmed that it was targeted prior to placing the nail in the femur. There was an unnecessary incision on the patient for the screw placement. It was noted that the radiolucent insertion handle is the part that failed as it did not target the hole in the nail as intended. Several attempts at placement were made during the procedure. The case was completed with the surgeon deciding not to place a screw in the screw hole. Concomitant devices: femoral recon nail (part unknown, lot unknown, quantity 1), mallet (part unknown, lot unknown, quantity 1). This report is for one (1) locking screw. This is report 2 of 2 for (B)(4).